Manufacturer narrative:
H10: it was reported there was no patient involvement at the time the issue was discovered. A field service engineer (fse) went onsite and performed a general check-up and preventative maintenance tests. It was then confirmed that the device had no issues. No issue was detected. A general check-up and preventative tests were performed. No issue was detected. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60, indicating that there was a low leak-co2 rebreathing risk. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The customer called in to report that there was a low leak-co2 rebreathing risk. Onsite service is pending.

Manufacturer narrative:
E1: reporting address state: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).